Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier (serial/lot) numbers were provided. Without unique device identifier information a review of the device history record could not be performed and root cause could not be determined.

Event description:
Requests for additional information provided no further details.

Manufacturer narrative:
(B)(4). Title: very late thrombosis of a transcatheter aortic valve-in-valve authors: david martí, md, phd, miguel rubio, md, natalia escribano, md, ramón de miguel, md, ignacio rada, md, phd, césar morís, md, phd citation: jacc cardiovasc interv. 2015 aug 17;8(9):e151-3. (Doi: 10.1016/j.jcin.2015.04.017) approximate date of publish used for event date.

Event description:
Medtronic received information via literature review that an (B)(6) male patient presented with dyspnea four years after receiving a medtronic 26-mm transcatheter bioprosthetic valve (serial number not reported) in the aortic position. An angiography revealed severe aortic regurgitation due to the deep position of the bioprosthetic valve. In another procedure, a non-medtronic 23-mm transcatheter bioprosthetic valve was successfully implanted valve-in-valve. Midterm follow-up was favorable, and blood thinner medication was discontinued fifteen months after the valve-in-valve procedure. Approximately two months later, the patient developed overt heart failure. Echocardiography showed high transvalvular gradients, thickened leaflets, and mild to moderate central aortic regurgitation with the non-medtronic bioprosthetic valve. The heart team decided to perform a surgical aortic valve replacement in which both the medtronic and non-medtronic transcatheter bioprosthetic valves were explanted and replaced by a 21-mm bioprosthetic valve (brand not reported). Unfortunately, the patient died of cardiac arrest in the postoperative period. Pathology findings revealed a diffuse fibrin-platelet thrombus adhered to the valve cusps of the non-medtronic bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.